Event description:
Caller states that based on a reading of 200 mg/dl on the device, she doubled her diabetic pill dosage. She reports shortly after she felt nauseous. Metformin manufacturer lists nausea as a possible side effect of the drug. No adverse event reported, she states that she ate fruit to feel better. No more tests performed on device. No quality controls were used. Requested return of suspect device and replacement was sent.